Event description:
The patient's mother reported when she was changing out the battery "¿it started dripping all over the charger and there was also residue in the controller.¿ a new replacement battery and controller was sent to the patient. No serious injury occurred.